Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 62674ud00. The device history record was reviewed and did not identify any nonconformances or deviations associated with the reagent lot 62674ud00 and complaint issue. The overall performance of alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot 62674ud00 is within established limits, indicating that the complaint lot is performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I tsh reagent lot 62674ud00 was identified.

Event description:
The customer reported a falsely decreased alinity I tsh result for one patient that was questioned by the doctor. The following data was provided: sid (B)(6): dec 1: first test = 0.009 miu/l. Dec 3: retest = 1.186 miu/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I tsh result for one patient that was questioned by the doctor. The following data was provided: sid (B)(6). Dec 1: first test = 0.009 miu/l dec 3: retest = 1.186 miu/l . There was no impact to patient management reported.